Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. The cause was determined to be due to an insufficient drain from one or more cycles advancing to the next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 21:21:31. During night drain cycle two, the patient's ultrafiltration reading was 1264ml, indicating the home patient drained 1264ml more than their maximum programmed fill volume of 2000ml. No additional information is available.